Event description:
The pt called lifescan and alleged the one touch fast take meter was reading inaccurately high. The readings were 413 mg/dl, 136 mg/dl, 172 mg/dl, and 123 mg/dl with in 10 minutes. This does not meet the criteria for lifescan precision. No medical attention was received. No action was taken by the pt following the use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not within range. Based on the information obtained there is indication the product malfunctioned. The meter was replaced and return expected.